Manufacturer narrative:
On may 12th, 2016, (B)(4) corporate office received mw5061623, reported by (B)(6) hospital whereby an injury was reported attributed with the use of (B)(4) branded laparotomy sponge, ref: 400, lot: pl1509e01. This response is an initial 30 day report to the medwatch received for this occurrence. (B)(4) was previously unaware of this incident occurrence. (B)(4). Upon receipt of medwatch incident report, (B)(4) opened complaint number (B)(4). (B)(4) notified (B)(4) office of the complaint and issued a supplier corrective action request. The (B)(4) team has been working with the manufacturer to facilitate appropriate investigation and corrective actions. The manufacturer has confirmed that there was no abnormalities found during inspection of the barium strips contained within the complaint lot. The root cause was found to be a sewing defect whereby the barium strip was not straight. After folding, the slant in the strip may expose due to squeeze and pressure and result in its protrusion, as was found in this one sponge. The production employees have been retrained on sewing procedure which does indicate the barium strip must remain straight during sewing processes. (B)(4) had no remaining inventory of the same complaint lot available for our own onsite inspections; however, we did perform ansi tightened sampling inspections on a different lot in current inventory. The inspection found that all sponges met specifications for the device. A review of our tracking and trending database found no history of a similar complaint for this lot or for any sponges sold since 2006 trending database was initiated. These sponges have not undergone any manufacturing changes which would contribute to this defect. These sponges are 100% inspected during the folding process as a means of eliminating the release of any defective products. This instance appears to be isolated.

Event description:
(B)(4) is the initial importer and private label distributor of a lap sponge, sponge: lap 18x18 w 200/cs. (B)(6) hospital submitted a complaint involving a patient who had a c-section for failure to progress with labor. During the procedure, the hospital reported that there was an injury to the fimbriae fallopian tube from a new lap sponge. A suture was required for hemostasis. Inspection of the sponge found the radiopaque stiff. The hospital reported that sharp corners of the strip were observed to be protruding.